Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device stopped sealing during the procedure. No alarm was heard at all. Sutures were used to complete the procedure. This caused the procedure to be extended by 30-45 minutes. There was no pt injury.